Event description:
Rn opened zoll multi-function electrode with onestep pacing package to remove pads and found exposed wire hanging from the bottom of pad. The wire did not detach from the pad like it is supposed. Even with significant tugging on the wire, it would not detach from the pad. Equipment was removed from service and not used on the patient.